Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the customer's reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: poor water-tightness of button and cable. Based on the results of the investigation, the malfunction found during the evaluation was likely caused by stress. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had interference signals with hf device. There were no reports of patient harm.